Event description:
It was reported that a malfunction occurred on the pump. There was no reported impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, assisting the customer in the process. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues reoccurred.